Event description:
Surgeon performed about 30 lasik procedures with sponges from one lot and noticed 12-14 eyes with (dlk) diffuse lamellar keratitis. Md had to lift flaps in two eyes and increased follow-up care for other eyes. Surgeon concluded that sponges from one lot are most likely the cause of increased dlk. Worst cases of dlk were on enhancements after using the sponges to push back the epithelium.